Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose level was 1200 mg/dl at the time of hospitalization. The customer blood glucose value was 1200 mg/dl to 1300 mg/dl at the time of incident. Customer stated that there was rushed to the hospital as he was found unconscious two days ago. Customer was informed that the insulin pump was detached to the patient while asleep. The customer was treated with intensive care unit. Customer stated that they unable to troubleshoot as they was admitted to the hospital. The insulin pump will not be returned for analysis.